Manufacturer narrative:
During the revision, the lead was surgically abandoned and replaced. No further investigation is required.

Event description:
It was reported that the patient with this lead, followed via remote monitoring, exhibited with shortness of breath and feeling dizzy. This right ventricular lead was exhibiting high, out of range pacing impedances and periods of myopotential oversensing and noise were also noted which had resulted in pacing inhibition. A lead replacement was scheduled, as the lead was suspected to be fractured.